Event description:
The tip of a 5.5mm tap broke off in the l4 pedicle during use. The surgeon had to cut the piece of the tap out of the bone and there was a half an hour delay in surgery time. The complainant stated that the pt had extremely hard bone.